Event description:
The explanted generator was returned to the manufacturer for analysis. There were no performance or any other type of adverse conditions found with the pulse generator. The battery showed an ifi condition. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications.

Event description:
Clinic notes were received indicating that the vns patient had been experiencing an increase in seizure severity and frequency for the past year. The device showed an ifi condition. The patient underwent generator replacement surgery on (B)(6) 2015. The explanted generator has not been returned to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012.